Event description:
Report received of unrestricted flow. The pump was programmed to deliver 500ml of taxol over 3 hours. The tubing was frequently manipulated throughout the infusion due to air-in-line alarms. Near the end of the infusion with 75ml-100ml remaining in the container, "the nurse responded to an air-in-line alarm, removed the tubing from the pump and tapped the tubing to eliminate the air bubbles." After the nurse re-inserted the tubing into the pump, with the slide clamp confirmed closed, it was reported that the pump "would not deliver as programmed." At this time, the nurse noticed unrestricted flow of the infusion by observing a continuous stream in the drip chamber. The nurse re-positioned the tubing into the pump and resumed the infusion. After an unspecified length of time, the nurse reportedly again observed unrestricted flow and the pump continued "not to deliver as programmed." The pump was removed from clinical service and therapy was resumed using a replacement pump. There was no reported adverse patient effects and no medical intervention were required. Though requested, no additional information was provided.